Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulties could not be determined. It should be noted that the account was reportedly performing a kissing balloon technique, which narrows the access through the guiding catheter due to the multiple devices inserted at once. In this case, it is likely that the nc trek neo rx dilatation catheters interacted with each other during advancement and retraction due to the reduced clearance in the guiding catheter and subsequently resulted in the reported difficulty. When using two devices or performing the kbt it is recommended that the larger balloon be placed first and a larger size french (fr), like a 7fr guiding catheter be used. In this case, a conclusive cause for the reported complaints cannot be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated.

Event description:
Subsequent to the initially filed reports it was stated another nc balloon was used to complete the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that two nc trek neo balloon dilatation catheters (bdc) were used in a kissing balloon technique; however, the devices were stuck in the 6fr catheter. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.